Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the patient was not getting any relief following a pump refill 3 weeks prior to the report. The patient stated that she knew it took 3 days for the medication to kick in but after 3 days she still was not getting any relief. The patient went back a week after the refill and they switched the medication and the patient was still having the same issue; she was not getting any pain relief. The patient did not think the issue was the medication and thought it was the pump or the catheter. Prior to the event, the patient had not had to use her stimulation device because the pump had been so effective. Patient outcome was unknown. The device system delivered morphine and clonidine. Additional information has been requested but was not available at the time of this report.